Event description:
This is a spontaneous report by a nurse and a physician from (B)(6) of pneumonia and subsequent death of a patient. On an unknown date, the patient began dianeal-n pd-4 2.5% and extraneal therapies. On (B)(6) 2010, the nurse contacted baxter (B)(4) and stated that the patient had died. Upon follow-up, the physician stated that the patient (B)(6) had a heart disorder as complication. The physician believed that the fatal event was not related to pd therapy, due to the cause of death being pneumonia. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. Sample availability was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. As more information becomes available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This reported event of patient death is not attributed to or believed to be caused by a disposable device product failure according to the information provided. No device cause can be determined due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.